Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired when the surgeon clipped the artery. No other information provided. Device not available for evaluation.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: how did device misfire? One leg of clip was bent. Did device not fire clip? Yes but one leg was bent. Did device not feed clip? Clip was fed. Did device fire malformed clip? Yes, one leg bent. How was case completed? Same like product. Was there any patient consequence? No.